Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the patient required routine intubation post conscious sedation due to loss of airway probably secondary to large body mass index (bmi). Intubation remained due to laryngeal edema and difficulties with intubation. The day following the valve implant a chest x-ray identified a left pleural effusion. The patient was extubated within 48 hours. However, a chest x-ray performed the second day following implant indicated left basal atelectasis. Aspiration pneumonia was reported and treated with intravenous antibiotics. Hospitalization was prolonged as result of the event. The physician indicated the event was not related to the medtronic products and unlikely related to the procedure. No additional adverse patient effects were reported. Additional information was received which indicated that the pneumonia was considered resolved approximately 38 days following its onset. Additional information was reported that indicated the aspiration pneumonia was a probable relation to the transcatheter aortic valve implantation (tavi) procedure. It was also reported the patient required an indwelling urinary catheter while intubated. However, following catheter removal, the patient developed blood tinged ooze from the urethra - likely secondary to trauma caused by the urinary catheter. Although the patient's hemoglobin dropped from baseline 11.6 g/dl to 9.8 g/dl at discharge, no blood transfusions were required. The bleed was reported to be improved and the patient was discharged home with referral to an outpatient urology clinic. Due to the routine intubation for the tavi and accompanying indwelling urinary catheter, the physician reported the urethral bleed was procedure-related.